Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 3 infusions set leakage at site event on 15-may-2024. Infusion set has been used for 1 day. The blood glucose level was 16/17 mmol/l. Customer replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.